Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013, while at work, he was speaking to his daughter on the phone when he suffered a hypoglycemic episode and became incoherent. His daughter asked him to give the phone to a passerby who ended up calling paramedics. Patient believes he fell, scraped his knee and elbow but only remembers being awakened by the ambulance. Patient was treated on site with glucose shots and an IV. Patient states that cgm alerted him of readings under 55 mg/dl, while his bg, measured with a glucose meter, was 29 mg/dl but patient believed he had a longer window to self-treat before being incapacitated by his hypoglycemia. Patient has agreed to send his cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of his call to dexcom technical support, patient was feeling better.